Event description:
The ipg relocation surgery occurred on (B)(6) 2019.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site as the ipg was superficial to the skin, and the edges of the ipg caught on things. To address the issue patient underwent surgical intervention where the ipg pocket was relocated and the site is much deeper. Patient's effective therapy was restored and pain at the ipg site is resolved in the follow up evaluation .